Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the balloon was identified. The cause of the hole was not detailed by the hospital. The ballon was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. Visual inspection revealed that the balloon had a tear from tool/sharp instrument damage in the balloon shell. Leakage test revealed that the balloon had a leak due to a tear from tool/sharp instrument damage in the balloon shell. The balloon was unable to functionally tested due to a leak from sharp instrument damage. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure, so the allegation of mechanical issue is unable to be confirmed. Therefore, a conclusion code of cause not established was assigned to this investigation. Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the balloon was identified. The cause of the hole was not detailed by the hospital. The balloon was removed and replaced. There were no patient complications reported.